Event description:
On 26th august 2024, rayner received notification from a healthcare facility in australia of an event that occurred during use of a rayone emv toric rao210t. The event description provided states that there was resistance during injection resulting in the lens not being implanted.

Manufacturer narrative:
The reference (B)(6) has been allocated to this case by rayner. The event description provided states that there was resistance during injection resulting in the lens not being implanted. Surgery was completed within the original surgery session using a back-up. There was no harm and/or injury to the patient as a result of the event; however, reports that surgery was prolonged. The lens was injected onto a sterile field (outside of the eye) following completion of surgery. The device has not been returned to rayner. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Our review of production records for the rayone emv toric rao210t batch 123231679 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv toric rao210t batch 123231679.